Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), device expulsion ("malposition of essure device (location of device: uterus"), pelvic pain ("chronic pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, nulliparous and abortion. Tobacco - no. Previously administered products included for an unreported indication: avelox. Past adverse reactions to the above products included anaphylactic reaction with avelox. Concurrent conditions included overweight and alcohol use. Concomitant products included baclofen since (B)(6) 2017, eletriptan since (B)(6) 2017, gabapentin since (B)(6) 2017, ibuprofen (advil [ibuprofen]), metoprolol succinate (toprol) from 2006 to 2009 and thomapyrin n (goodys). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, 5 years 8 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). In (B)(6) 2016, the patient experienced lung infection ("infection (lung)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), hot flush ("hot flashes") and insomnia ("sleeplessness"). The patient was treated with surgery (she underwent supracervical hysterectomy (uterus only) on (B)(6) 2016), surgery (she underwent supracervical hysterectomy (uterus only) on (B)(6) 2016), surgery (she underwent supracervical hysterectomy (uterus only) on (B)(6) 2016), surgery (she underwent supracervical hysterectomy (uterus only) on (B)(6) 2016), surgery (she had ablation) and surgery (she had ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, mood swings, hot flush, insomnia, cystitis, urinary tract infection, vaginal infection, lung infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, insomnia, lung infection, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. (B)(6) 2008: cytopathology report final diagnosis: benign cellular changes are present (B)(6) 2015: CT abdomen and pelvis with contrast : impression: bilateral essure devices are present. While the left device appears proximally malpositioned and had likely fractured, as there appears to be a small fragment of the device in the fundal portion of the endometrial canal. (B)(6) 2016: surgical pathology report : gross: specimen: uterus with attached right adnexa and separate left fallopian tube, received in formalin specimen integrity (intact/incised/disrupted): intact size and shape: 8.4 x 5.2 x 3.9 cm symmetrical uterus weight: the uterus weighs 80 grams. Serosa: smooth and tan cervix: the endocervical mucosa is smooth, tan and the external os is patent measuring 1.7 cm. The endocervical mucosa is glistening tan pink. Endometrium: the endometrial cavity is stenotic at the upper end and measures 3.2 x 1.5 cm. The endometrium is glistening tan red and measures 0.1 cm in thickness. Embedded in the wall of the endometrium there is a metallic coil device consistent with an essure device. This is present in the right lateral wall. Directly superior to the essure device there is a 1.7 cm leiomyoma present at the right cornu. Myometrium: there is diffuse nodular thickening of the myometrium. On sectioning the essure device extends to the right cornu. At the left cornu there is a 1.2 cm segment of left fallopian tube present and a second essure device is present in this segment of attached tube. Right adnexa: the right ovary measures 5.8 x 3 x 1.5 cm. There is a 3.5 cm collapsed cyst containing a small amount of blood tinged fluid. The lining of the cyst is smooth. The right tube measures 6.5 cm in length x 0.6 cm in diameter. There are multiple serosal cysts measuring up to 0.3 cm. Left adnexa: the separate left fallopian tube measures 4.2 cm in length x up to 0.7 cm in diameter. There is a 1.5 cm paratubal cyst. (B)(6) 2016: surgical pathology report : gross: hemorrhagic soft tissue fragments that are entirely submitted. Volume: 1.4 x 1 x 0.2 cm/1 blocks concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, malpositioned essure coil, abdominal pain, menorrhagia, mood swings, hair loss and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), device expulsion ("malposition of essure device (location of device: uterus"), pelvic pain ("chronic pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, nulliparous and abortion. Tobacco - no. Previously administered products included for an unreported indication: avelox. Past adverse reactions to the above products included anaphylactic reaction with avelox. Concurrent conditions included overweight and alcohol use. Concomitant products included baclofen since (B)(6) 2017, eletriptan since (B)(6) 2017, gabapentin since (B)(6) 2017, ibuprofen (advil [ibuprofen]), metoprolol succinate (toprol) from 2006 to 2009 and thomapyrin n (goodys). In 1989, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2015, 5 years 8 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). In (B)(6) 2016, the patient experienced lung infection ("infection (lung)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), hot flush ("hot flashes") and insomnia ("sleeplessness"). The patient was treated with surgery (she underwent supracervical hysterectomy (uterus only) on (B)(6) 2016), surgery (she underwent supracervical hysterectomy (uterus only) on (B)(6) 2016), surgery (she underwent supracervical hysterectomy (uterus only) on (B)(6) 2016), surgery (she underwent supracervical hysterectomy (uterus only) on (B)(6) 2016), surgery (she had ablation) and surgery (she had ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, mood swings, hot flush, insomnia, cystitis, urinary tract infection, vaginal infection, lung infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, insomnia, lung infection, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes . (B)(6) 2008 cytopathology report final diagnosis: benign cellular changes are present (B)(6) 2015 CT abdomen and pelvis with contrast : impression: bilateral essure devices are present. While the left device appears proximally malpositioned and had likely fractured, as there appears to be a small fragment of the device in the fundal portion of the endometrial canal. (B)(6) 2016 surgical pathology report : gross: specimen: uterus with attached right adnexa and separate left fallopian tube, received in formalin specimen integrity (intact/incised/disrupted): intact size and shape: 8.4 x 5.2 x 3.9 cm symmetrical uterus weight: the uterus weighs 80 grams. Serosa: smooth and tan cervix: the endocervical mucosa is smooth, tan and the external os is patent measuring 1.7 cm. The endocervical mucosa is glistening tan pink. Endometrium: the endometrial cavity is stenotic at the upper end and measures 3.2 x 1.5 cm. The endometrium is glistening tan red and measures 0.1 cm in thickness. Embedded in the wall of the endometrium there is a metallic coil device consistent with an essure device. This is present in the right lateral wall. Directly superior to the essure device there is a 1.7 cm leiomyoma present at the right cornu. Myometrium: there is diffuse nodular thickening of the myometrium. On sectioning the essure device extends to the right cornu. At the left cornu there is a 1.2 cm segment of left fallopian tube present and a second essure device is present in this segment of attached tube. Right adnexa: the right ovary measures 5.8 x 3 x 1.5 cm. There is a 3.5 cm collapsed cyst containing a small amount of blood tinged fluid. The lining of the cyst is smooth. The right tube measures 6.5 cm in length x 0.6 cm in diameter. There are multiple serosal cysts measuring up to 0.3 cm. Left adnexa: the separate left fallopian tube measures 4.2 cm in length x up to 0.7 cm in diameter. There is a 1.5 cm paratubal cyst. (B)(6) 2016 surgical pathology report : gross: hemorrhagic soft tissue fragments that are entirely submitted. Volume: 1.4 x 1 x 0.2 cm/1 blocks concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming pelvic pain, malpositioned essure coil, abdominal pain, menorrhagia, mood swings, hair loss and weight gain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 12-feb-2018: new events added:abnormal bleeding (vaginal, menorrhagia), mood swings, hot flashes, sleeplessness, infection (bladder/urinary tract/vaginal), infection (lung), malposition of essure device (location of device: uterus, bladder or urinary problems or changes, device breakage, dysmenorrhea(cramping), dyspareunia, fatigue,hair loss, headaches, perforation (uterus), weight gain, moderate intermittent right side and center of abdomen pain/severe constant right side and center of abdomin pain incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine and menorrhagia outcome was unknown. The reporter considered menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event excessive and abnormal bleeding during menstruation, chronic pelvic pain, and migraines added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.